Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-23139. It was reported the pt experienced ineffective stimulation. Reprogramming did not resolve the issue. It was also reported the pt met with the physician and a fluoroscopy was performed. Fluoroscopy indicated that one of the pt's leads had migrated.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.